Event description:
Reporter indicated that pt has experienced vocal cord paralysis since vns implant. Neurosurgeon plans to perform a lvs procedure to repair the condition. It was reported that the paralysis is due to the vns implant surgery and not due to the programmed device settings. Further f/u revealed that the pt is improving, but is still hoarse and that the pt was diagnosed with vocal cord paralysis by an ear, nose, throat.